Manufacturer narrative:
"1. DHR/bhr review: (1) the batch number of the complained product is 3199387, is 24g and product code is 383912, produced on 2023/08, with a total of 114000 pieces in this batch. (2) inspection process inspection and delivery inspection report, th test results meet the product standards, no abnormality. (3) check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2. No samples or pictures were returned,the defect status cannot be confirmed. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1; 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the customer did not return any samples or photos, the specific location and situation of the leakage cannot be confirmed. Therefore, the root cause of the complaint defect cannot be determined. The factory will continue to pay attention to and monitor the trend of the defect complaint." H3 other text : 1.

Event description:
No additional information provided.

Event description:
It was reported that a bd pegasus leaked near the heparin cap. The following information was provided by the initial reporter, translated from chinese to english: "while administering IV fluids to a patient, the nurse notices that the heparin cap is leaking and replaces it with a new indwelling needle."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.